Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tender/aching/painful hardening + swelling of breast; grade 2 capsule formation + capsule to be sent to lab for alcl test. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported " I have had recent pain and hardening in my right breast and have just found out through internet research that the allergan textured implants that I have, have been recalled.". Physician has reported ¿tender/aching/painful hardening + swelling of breast.". The physician suggested the implants be removed due to grade 2 capsule formation; capsule to be sent to lab for alcl test. The device remains implanted. This record relates to the right side.